Event description:
Iliac arteries were somewhat calcified, but not excessively. The zenith device was deployed without complication. Final angiogram showed a questionable type I endoleak coming from either the ipsilateral or contralateral side. Both leg grafts were re-ballooned and molded to the vessel. Endoleak was then determined to be a type iii on the ipsilateral side. The ipsilateral leg graft had been deployed into the limb of the main body with a two stent body overlap. Type iii endoleak appeared to be coming from the center of the leg graft. To resolve the endoleak an iliac leg graft of the same size was deployed inside the ipsilateral leg. After molding of the leg graft, the type iii endoleak was notably smaller, but still visible. After re-ballooning once more, the type iii endoleak was resolved. Procedure was concluded noting internal iliac artery patency and successful aaa repair.